Manufacturer narrative:
An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. The returned reader was investigated with known good retained test strips. Visual inspection was performed and no issues were observed. Reader did not power on with button, strip and usb cable insertion. The reader was de-cased. Visual inspection was performed and liquid contamination was observed due to liquid ingress. Although glucose results may be delayed, blood glucose could be determined by alternate means, including use of another blood glucose meter, seeing a physician (as recommended in product labeling), or by seeking treatment at a health care facility. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the adc device. Customer was unable to test due to the device not powering on with a button press or test strip insertion and as a result, experienced a fall, dizziness, chilly, and loss of consciousness. The customer was unable to self-treat, requiring third-party treatment of 18 units of insulin injected into the abdomen. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the adc device. Customer was unable to test due to the device not powering on with a button press or test strip insertion and as a result, experienced a fall, dizziness, chilly, and loss of consciousness. The customer was unable to self-treat, requiring third-party treatment of 18 units of insulin injected into the abdomen. There was no report of death or permanent impairment associated with this event.